Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-07526. It was reported that one of the patient's leads had migrated from t8 - t12. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted and replaced. Effective therapy was restored postoperatively. It is unknown which lead migrated and both will be reported.